Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and request for add'l info has provided an add'l contact. Davol is in the process of requesting the secondary contact person for add'l info. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
It was reported that pt had surgery in 2004 and died one month later from possible complications of the patch. Complainant did not know what the exact complications were and said that, he needed to talk with his risk manager first.